Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient with shortness of breath was taken to the cardiac catheterization laboratory (ccl) for anterior st-segment elevation myocardial infarction per electrocardiogram. Ectopy was noted upon introduction of the pulmonary artery catheter for right heart catheterization. The patient was transferred. However, the patient immediately decompensated. Complete heart block followed by ventricular tachycardia (vt) was noted. The patient was emergently taken back to lab and defibrillated again. The decision was made to place the impella cp in the setting of acute myocardial infarction shock. During support, it was reported there were rhythm changes including trigeminy, bigeminy, andvt runs. Electrolytes were stable and amiodarone bolus given. The patient was mildly hypotensive. Levophed was added. However, the patient did not respond. The patient was supported with vasopressin and 250 albumin bolus was given as well. It was also noted of concerns for hemolysis with lactate dehydrogenase in the 1800s and hemoglobin drop to 8.6. After some manual examination to patient¿s abdomen and groin site it became oozy and the impella position in aorta alarm noted. A stat echocardiogram showed the pigtail still across. Heparin was paused and femstop was applied. One unit of packed red blood cells was given. The patient was taken urgently to the ccl where the device was successfully repositioned under fluoroscopy guidance. Higher p-levels were trialed to assess for any position change but remained appropriate. The patient was changed back to p-4 to mitigate risk of further hemolysis. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
The investigation of access site bleeding, positioning issues, vf/vt/af/at, and hemolysis has been completed. The impella device was not returned for evaluation. Access site bleed: based on clinical description, the cause of access site bleeding was most likely use related while physician was examining the patient's groin. Positioning issue: the cause of positioning issue was most likely use related since pump pulled out while physician was examining the patient's groin. Hemolysis: data logs confirmed pump was in improper position corresponded with the time hemolysis and pump in aorta were reported per clinical description that triggered alarms impella position in aorta. Pump then was in proper position & no issues were found on the logs to the rest of the case. The root cause of hemolysis was most likely due to pump was not in the proper position since hemolysis was improved after positioning of the pump. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. (B)(6).